Event description:
Reporter indicated that the patient went into surgery for a normal replacement surgery. During the intraoperative systems diagnostics of the generator, the patient had a bradycardic event and eventually went into asystole which was resolved by the surgical staff. At the patient's first visit to their neurologist, the device was programmed and interrogated without any arrhythmia occurring. All attempts for further information have been unsuccessful.